Event description:
Healthcare professional reported a lap-band port "leak" first noticed when the patient reported "no restriction and bigger portion sizes". The lap-band port was removed and replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time.